Manufacturer narrative:
Imdrf device code (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2022. During the procedure, the first flange failed to expand. The procedure was completed using the original stent. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.